Manufacturer narrative:
(B)(6). The csi field representative was aware of the event on (B)(6) 2018. The MDR is being reported after the 30 day due date due to an inadvertent failure to follow csi procedures. Retraining on the complaint reporting procedure has been issued. During the course of the investigation, it was determined that the device was available for evaluation. Csi requested return of the device on 24 september 2018 for the purpose of investigation, and the device was received at csi on 9 october 2018. Device evaluation: the oad was returned with the saline sheath, driveshaft and engaged guide wire having been destructively cut away from the handle assembly. The distal driveshaft and engaged guide wire exhibited adhered biological material on the tip bushing and guide wire core shaft in that area. The wire was removed with resistance and a mandrel would not pass through the biological material. The morphology of the biological material is not known, and the exact root cause of accumulating tissue remains unknown. Examination in the areas of the adhered tissue did not reveal any damage that would have contributed to the accumulation. At the conclusion of the failure analysis investigation the reported events could not be confirmed through analysis. (B)(4).

Event description:
Medwatch (B)(4) was received by csi on 24 september 2018 which indicated the following: the stealth coronary orbital atherectomy device (oad) became stuck in a type c lesion in the proximal right coronary artery following three treatments at 80,000rpm. The speed was increased to 120,000rpm, but further attempts to remove the oad were unsuccessful. The device stopped spinning and was still stuck in the lesion. The viperwire and oad were removed from the patient. A dissection with no flow was identified. The patient reportedly experienced vomiting in relation to the event but was later discharged and was well upon discharge.